Event description:
It was reported that the patient experienced difficulty charging the ipg after the fixation sutures became loose and the ipg flipped upside down in the pocket. The patient underwent an ipg revision procedure to securely fixate the ipg. Following the procedure, the patient was still unable to charge the ipg. The physician assessed the ipg was positioned too deep in the pocket. Six days later the patient underwent a second ipg revision procedure where the ipg was repositioned closer to the skins surface. The patient is doing well post-operatively and able to charge the ipg.